Event description:
I had to have a hysterectomy ((B)(6) 2013) to stop abnormal bleeding (which led to anemia), severe pelvic pain, ovarian cysts and ectopic pregnancy due to essure that was inserted in 2006. Uterine ablation was attempted in (B)(6) 2013 and abandoned due to essure coils. I also had to have salpingo-oophorectomy on my left ovary due to 2 complex, hemorrhagic cysts that caused severe pain leaving me with a small part of my left ovary and my right ovary. I have suffered adverse side effects since the placement of the essure coils in 2006.